Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the atrial lead exhibited noise oversensing, which resulted in inappropriate auto mode switch (ams). Programming changes were implemented to address the issue. The patient remained stable throughout.